Event description:
A surgeon reported an inaccuracy that occurred after the patient reference frame was bumped during a cranial procedure. No specific measurement was provided. A medtronic representative, trouble-shooting with the site, gave instruction to re-register to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. There was no allegation that the navigation system malfunctioned.

Manufacturer narrative:
Patient information not provided as site declined to provide. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event as the initial reporter clearly stated the patient reference frame was bumped during the procedure. No parts have been returned to manufacturer. No further issues have been reported. No allegation of malfunction.